Event description:
It was reported that this pacemaker exhibited loss of capture (loc) and high out-of-range pacing impedances on the right ventricular (rv) lead, measuring greater than 2000 ohms. In addition, noise and oversensing were observed, which resulted in pacing inhibition. The patient did not experience asystole. Subsequently, a revision procedure was performed. When the device pocket was opened, the rv lead was not fully inserted into the device header. It was noted the setscrew wasn't loose. The rv lead was tested on the pacing system analyzer (psa) and the measurements were within normal limits (wnl). The rv lead was reinserted into the device header, which resolved the issue as all the measurements were wnl. The pacemaker and rv lead remains in service. No additional adverse patient effects were reported.

Event description:
This supplemental report is being filed as the conclusion code was updated.